Event description:
It was reported when the catheter was connected to the carto, signals displayed with interference. While the catheter inside the patient, on the screen, electrodes number 7 and 8 were black. When the surgeon removed the catheter, he confirmed the electrodes 7 and 8 were torn. Bwi did follow up regarding this issue due to lack of detailed information; however, no further information has been received yet.

Manufacturer narrative:
(B)(4). Upon receipt, the catheter was visually inspected and it was found in normal conditions. Then per the event, the catheter was electrically tested and it failed since the ring 10 did not showed continuity. The catheter was dissected and it was found that the wire was broken. The device history record was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint has been verified.

Manufacturer narrative:
At this moment it is unclear the reprocessing of device. (B)(4).

Manufacturer narrative:
After multiple follow-ups to retrieve the catheter, no catheter was returned. Therefore no evaluation was performed.(B)(4).